Manufacturer narrative:
A3: patient gender information was requested but was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding the fall were sent to the account; however, no further information was provided. The submitted system controller event log file contained events on (B)(6) 2021, and no notable events or alarms were recorded. The pump appeared to operate as intended at the set speed. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient fell on (B)(6) 2021 and was admitted to the emergency room (ER). The patient reportedly later passed away on (B)(6) 2021. The death was not considered to be device or therapy related. No further information related to the events could be provided.